Event description:
The lay user/patient called lifescan (lfs) in 2008 and alleged that a one touch ultra 2 meter was not powering on sometimes and was giving him inaccurate results. The medical affairs specialist spoke with the patient on june 5, 2008 and obtained the following information. The patient indicated that the meter was not powering on occasionally, starting from about two weeks before he called lfs. He claimed he was unable to test his blood sugar sometimes due to the reported issue and he was taking normal dosage of his diabetes medication during the issue. On an unspecified date after the issue began, in the afternoon, he was able to test his blood sugar on the reported lfs meter and reportedly received a reading around 105 mg/dl. About an half hour or hour after that, he reportedly started experiencing seizures. His wife took him to the emergency room. His blood sugar was tested at the emergency room and he reportedly received a reading around 20 mg/dl. He was treated with glucose and food and beverages at the emergency room and was released a few hours later. The mentioned that he was eating as usual on the day of the incident. His normal blood sugar readings in the afternoon are reportedly around 100 mg/dl-110 mg/dl. The customer service agent (csa) verified that the patient had replaced the battery per the owner's manual, the batteries were correctly installed, the battery contacts were in good condition, the patient was using correct test strips, there was no misuse of the products, and the meter was not downloaded prior to testing. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the patient claimed that he had developed symptoms suggestive of severe hypoglycemia and had to receive medical treatment after the alleged issue.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.